Manufacturer narrative:
Updated to incorporate the information received on (B)(6) 2016.

Event description:
Additional information was received from the healthcare provider on (B)(6) 2016. It was reported that there were "no issues". No additional information was received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 6.339mg/day at a concentration of 20mg/ml of hydromorphone and a dose of 1.5848mg/day at a concentration of 5mg/ml of bupivacaine via an implantable infusion pump for spinal pain. It was reported that an empty reservoir occurred in the past; pump went dry and patient experienced withdrawal. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.